Event description:
It was reported that the patient's lead exhibited failure to capture, no sensing, and high pacing impedance. The physician capped and successfully replaced the lead on (B)(6) 2024. There were no patient consequences.